Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. Prior to death the patient was admitted to a clinic and monitored. A family member alleges the patient should have ¿received multiple shocks¿ and stated the ¿ultimate cause of death was asystole.¿ the cause of death was listed as refractory heart failure. The patient was a participant in the sudden cardiac arrest clinical post market study. No other information is known at this time.

Manufacturer narrative:
Corrected information: sex.